Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 the device was returned for evaluation. The complaint was verified as valid. The evaluation verified the reported error message 0013 & 0038 was due to a system configuration issue which resulted in the complaint incident. The device history record documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device under evaluation. The complaint was verified as valid, the cause was identified as a system configuration issue. Device identifier: (B)(4). Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A regional business manager reported that the newly purchased c7000 cusa clarity console had an error message and would not allow device to work for a neurosurgery procedure. The usual troubleshooting options were done and still had the same error message. Additional information was received from the customer on 11nov2019 stating that the incident happened on (B)(6) 2019. The operating room (or) nurse turned the clarity console on at the beginning of the case, a system error displayed ¿error detected in console 0038 sw_uc_unrecognized_message_ID¿. The nurse turned the machine off, unplugged it, and attempted to reboot the machine, but the console displayed the same error message. The device was in contact with the patient. The problem was discovered at the beginning of the procedure, but after induction of anesthesia. There was no patient injury but the patient was "open" on the table while the or team had to locate another vendor's console and wait for a representative to operate the device. Then they contacted a sales representative for assistance. The sales representative was unable to provide direct support at the time and was unable to provide troubleshooting assistance because he was unfamiliar with the error code. The team contacted another vendor who provided a competitor¿s console that was in facility; the case then proceeded. There was a delay of approximately 30 minutes due to the product problem; however, the surgeon continued exposure so there was no direct downtime. According to the customer, it was still unknown if there was any patient adverse consequence as a result of the delay.